Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the battery charger pcb and the analog interface pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system was not turning on and a charger failure was noted. There was no report of pt injury.